Event description:
During placement of this lead at the implantation procedure, 2 separate gaps were noticed in the proximal end of the svc coil. The lead was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united stated food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the slight damage observed to the svc coil in this case was caused during the manipulations of the lead during the implantation attempt. These features are not considered to be manufacturing defects as verified by the statements of the physician (no coil deformations were seen prior to the implant attempt). It is highly unlikely that the damage caused to the svc defibrillation coil would have lead to any future complications, and it is noted that the electrical parameters are not compromised by this damage.